Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that contribute to marker lumen obstruction include, but not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, preexisting hematoma gives false mark. Femoral angiogram results noted calcification present at access site. It should be noted that the proglide instructions for use (IFU), itates the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Na.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device and 8f sheath after treatment for a cerebral hemorrhage procedure. Reportedly, the proglide marker lumen was successfully flushed prior to the use. There was no bleed back observed from the marker lumen after insertion into the patient. Hemostasis was achieved using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.